Manufacturer narrative:
(B)(4). Product will not return since customer is satisfies with current meter performance. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer for knowing customer's condition;customer feel well since customer treated symptoms with fluids. Customer is satisfies with current meter function and decline replacement.

Event description:
Customer called for assistance run a blood glucose test. Customer care rep. Walked through on how to run a blood glucose test , and the result was 450mg/dl. Customer reported is having symptoms of hyperglycemia - blurry vision and very agitated. Customer informed that, before he called in that injected himself with 34 units of insulin because his blood glucose read 591mg/dl. Customer stated that he is on a sliding scale and he is not sure how to utilize the insulin and he was concerned of the side effects he was having. Customer advise to seek medical attention immediately.